Manufacturer narrative:
(B)(4). An axios stent and electrocautery enhanced delivery system was received for analysis; the stent was not returned. The delivery system was returned in position "2". Visual examination of the returned device found the tip detached and not returned. The inner sheath was kinked. Xray analysis was performed to verify if the signal cable was broken along the catheter, however the analysis was only able to observe that the copper wire was bent in different sections. No other problems with the delivery system were noted. The reported event of cautery failure to deliver energy could not be confirmed; the tip was detached and an electrical test could not be performed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The device was intended to be placed transgastric to jejunum to treat a gastric outlet obstruction. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." The device is not indicated for placement transgastric to the jejunum. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be that if the elevator was up (closed) during the procedure, this limited the performance of the device and contributed to the tip detachment, bent in the copper wire, cautery failure to deliver energy and inner sheath kinked. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6) 2022. During the procedure, the axios delivery system was unable to cauterize the tissue and no blanching was noted on the tissue. The device was removed. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the jejunum. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the transgastric to jejunum. This event has been deemed reportable based upon analysis of the returned device, which found this distal tip was detached. Further information was then received confirming that the tip was detached upon removal from the scope during the procedure and that the axios stent was deployed outside the patient.